Event description:
Possible diagnostic cells outside 22 fields of view. The slide will not be coming back for review by hologic. The lab would not allow hologic to review the slide as part of an unknown mix to confirm this issue.